Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a pectus revision surgery was scheduled due to a nickel allergy. The implanted stainless steel pectus bar was replaced on (B)(6) 2014. The sales associate reported there were no complications and no delays with the revision.